Event description:
It was reported that 2 boxes of simplex arrived damaged from fedex. Two vials were broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.